Event description:
The patient was not able to adjust stimulation. The icon "call you doctor" displayed. A power on reset occurred (por), it was thought to be an information por. The batteries were replaced in the patient programmer and the ins was turned on. The por cleared and the issue was resolved.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: recharger model 37752 serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4).